Event description:
Reporter indicated that patient had passed away and that there did not appear to be any relationship between the cause of death and the ncp system. The device was explanted for an autopsy. Attempts to obtain additional information have been unsuccessful.